Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 555 mg/dl. Prior to the event, the customer changed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for high pressure test. The customer felt more comfortable having the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.